Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that o2 was dropping while connected to a patient. There was no report of patient injury.

Manufacturer narrative:
Patient information added. Date of manufacture added. Customer biomed troubleshot the issue with ge healthcare technical support. The oxygen sensor and mounting screws were tightened to resolve the reported issue.